Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 30-year-old female patient who had essure (batch no. 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, appendectomy, cervicitis cystic, dysmenorrhea, dysfunctional uterine bleeding and pelvic adhesions. Concomitant products included alprazolam (xanax) from (B)(6) 2011 to (B)(6) 2014, citalopram hydrobromide (celexa) from (B)(6) 2011 to (B)(6) 2014, escitalopram oxalate (lexapro) from (B)(6) 2011 to (B)(6) 2014, fluoxetine hydrochloride (prozac) from (B)(6) 2012 to (B)(6) 2014, medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 and norethisterone acetate (aygestin) from (B)(6) 2011 to (B)(6) 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression and mental anguish,psych injury") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish,psych injury"). On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding vaginal,menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal,menorrhagia"), 5 months 29 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), genital haemorrhage ("gen. Abnormal bleeding"), post procedural complication ("post removal complication") and mental disorder ("psych injury"). The patient was treated with surgery (total laparoscopic hysterectomy using da vinci robot enterolysis). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder and genital haemorrhage had resolved and the depression, anxiety, abdominal pain, dysmenorrhoea, post procedural complication and mental disorder outcome was unknown. The reporter provided no causality assessment for mental disorder with essure. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2013. Essure did not worsen a previously existing injury/condition. Insertion details: hysteroscopy done and tubal as located, essure device inserted through port and deployed in tube without incident. Coils visualized. Opposite os located, essure device inserted and deployed without incident coils visualized, patient tolerated well. Iud mirena removed prior to surgery. Removal details: the tube was desiccated distal to the essure devices. There was an iud that appeared to have perforated through the uterus, was removed with the uterus through the colpotomy. She received treatment for pelvic pain, genital bleeding, menorrhagia and psychological disorder updated. Mirena case for this patient: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: result: essure device was successfully occluded. On (B)(6) 2010: total bilateral occlusion, the fallopian tubes were blocked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia and following one was described in patient¿s medical records: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: new events psychological disorder, genital bleeding and post removal complication, outcome of event, rcc and references updated. Legacy device report num:2951250-2019-04919: 3500a MFR number. Mirena was removed as suspect product, as well as the event "iud that appeared to have perforated through the uterus." All information related to mirena was transferred to the case (B)(4). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and uterine perforation ('iud that appeared to have perforated through the uterus') in a 30-year-old female patient who had essure (batch no. 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system for contraception. The patient's medical history included ovarian cyst, appendectomy, cervicitis cystic, dysmenorrhea, dysfunctional uterine bleeding and pelvic adhesions. Concomitant products included alprazolam (xanax) from january 2011 to october 2014, citalopram hydrobromide (celexa) from january 2011 to october 2014, escitalopram oxalate (lexapro) from january 2011 to october 2014, fluoxetine hydrochloride (prozac) from may 2012 to october 2014, medroxyprogesterone acetate (depo-provera) from july 2010 to october 2010 and norethisterone acetate (aygestin) from february 2011 to october 2014. In january 2008, the patient had mirena 52 mg inserted (intra-uterine), releasing product at 20 mcg/24hr continuously. On (B)(6) 2010, the patient had essure inserted. In august 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding(vaginal,menorrhagia)") and vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)"), 5 months 29 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant). The patient was treated with surgery (iud removed with the uterus through the colpotomy and total laparoscopic hysterectomy using da vinci robot enterolysis). Essure was removed on (B)(6) 2014. Mirena was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the uterine perforation, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter considered uterine perforation to be unrelated to essure. The reporter provided no causality assessment for anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage with mirena. The reporter considered uterine perforation to be related to mirena. The reporter commented: previously reported insertion date was jan-2013 essure did not worsen a previously existing injury/condition. Insertion details: hysteroscopy done and tubal as located, essure device inserted through port and deployed in tube without incident. - coils visualized. Opposite os located, essure device inserted and deployed without incident __ coils visualized, patient tolerated well. Iud mirena removed prior to surgery. Removal details: the tube was desiccated distal to the essure devices. There was an iud that appeared to have perforated through the uterus, was removed with the uterus through the colpotomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.; on (B)(6) 2010: total bilateral occlusion, the fallopian tubes were blocked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia and following one was described in patient¿s medical records: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2019: quality-safety evaluation of product technical complaint. A 30-year-old female patient had both levonorgestrel ius (mirena) and fallopian tube occlusion insert (essure) inserted and experienced pelvic pain. At the time of the surgical removal of essure, a uterine perforation associated with mirena was discovered. The reporter considered uterine perforation to be related to mirena, and pelvic pain to be related to essure. Pelvic pain and uterine perforation are listed for both products, according to the mirena and essure reference safety information. Uterine perforation is a known adverse event associated to intrauterine devices. In this case, it was described in association with lng-ius. Therefore, considering mirena safety profile and nature of the event, causality was assessed as related to mirena and unrelated to essure. In this case, it is not clear when the perforation occurred. The intra-uterine location of mirena could have caused the reported pelvic pain. In addition, pelvic pain could also be secondary to the uterine perforation. Therefore, causality between mirena and pelvic pain cannot be excluded (related). Pelvic pain is a frequent adverse event associated with essure. Based on the product safety profile and the intra-fallopian tube location of the devices, company assessed this event as related. Since the patient underwent a hysterectomy to remove essure, pelvic pain was regarded as incident (intervention required). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and uterine perforation ('iud that appeared to have perforated through the uterus') in a 30-year-old female patient who had essure (batch no. 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system for contraception. The patient's medical history included ovarian cyst, appendectomy, cervicitis cystic, dysmenorrhea, dysfunctional uterine bleeding and pelvic adhesions. Concomitant products included alprazolam (xanax) from (B)(6)2011 to (B)(6)2014, citalopram hydrobromide (celexa) from (B)(6)2011 to (B)(6)2014, escitalopram oxalate (lexapro) from (B)(6)2011 to (B)(6)2014, fluoxetine hydrochloride (prozac) from (B)(6)2012 to (B)(6)2014, medroxyprogesterone acetate (depo-provera) from (B)(6)2010 to (B)(6)2010 and norethisterone acetate (aygestin) from (B)(6)2011 to (B)(6)2014. In (B)(6)2008, the patient had mirena 52 mg inserted (intra-uterine), releasing product at 20 mcg/24hr continuously. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression and mental anguish,psych injury") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish,psych injury"). On (B)(6)2010, the patient experienced menorrhagia ("abnormal bleeding(vaginal,menorrhagia)") and vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)"), 5 months 29 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (iud removed with the uterus through the colpotomy and total laparoscopic hysterectomy using da vinci robot enterolysis). Essure was removed on (B)(6)2014. Mirena was removed on (B)(6)2014. At the time of the report, the pelvic pain was resolving, the uterine perforation, depression, anxiety, abdominal pain and dysmenorrhoea outcome was unknown and the menorrhagia, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter considered uterine perforation to be unrelated to essure. The reporter provided no causality assessment for abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage with mirena. The reporter considered uterine perforation to be related to mirena. The reporter commented: previously reported insertion date was (B)(6)2013 essure did not worsen a previously existing injury/condition. Insertion details: hysteroscopy done and tubal as located, essure device inserted through port and deployed in tube without incident. - coils visualized. Opposite os located, essure device inserted and deployed without incident __ coils visualized, patient tolerated well. Iud mirena removed prior to surgery. Removal details: the tube was desiccated distal to the essure devices. There was an iud that appeared to have perforated through the uterus, was removed with the uterus through the colpotomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.; on (B)(6)2010: total bilateral occlusion, the fallopian tubes were blocked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia and following one was described in patient¿s medical records: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : following events were added : dysmenorrhea, abdominal pain, bladder problems, reporter information added. A 30-year-old female patient had both levonorgestrel ius (mirena) and fallopian tube occlusion insert (essure) inserted and experienced pelvic pain. At the time of the surgical removal of essure, a uterine perforation associated with mirena was discovered. The reporter considered uterine perforation to be related to mirena, and pelvic pain to be related to essure. Pelvic pain and uterine perforation are listed for both products, according to the mirena and essure reference safety information. Uterine perforation is a known adverse event associated to intrauterine devices. In this case, it was described in association with lng-ius. Therefore, considering mirena safety profile and nature of the event, causality was assessed as related to mirena and unrelated to essure. In this case, it is not clear when the perforation occurred. The intra-uterine location of mirena could have caused the reported pelvic pain. In addition, pelvic pain could also be secondary to the uterine perforation. Therefore, causality between mirena and pelvic pain cannot be excluded (related). Pelvic pain is a frequent adverse event associated with essure. Based on the product safety profile and the intra-fallopian tube location of the devices, company assessed this event as related. Since the patient underwent a hysterectomy to remove essure, pelvic pain was regarded as incident (intervention required). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and uterine perforation ('iud that appeared to have perforated through the uterus') in a (B)(6) year-old female patient who had essure (batch no. 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system for contraception. The patient's medical history included ovarian cyst, appendectomy, cervicitis cystic, dysmenorrhea, dysfunctional uterine bleeding and pelvic adhesions. Concomitant products included alprazolam (xanax) from (B)(6) 2011 to (B)(6) 2014, citalopram hydrobromide (celexa) from (B)(6) 2011 to (B)(6) 2014, escitalopram oxalate (lexapro) from (B)(6) 2011 to (B)(6) 2014, fluoxetine hydrochloride (prozac) from (B)(6) 2012 to (B)(6) 2014, medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2010 and norethisterone acetate (aygestin) from (B)(6) 2011 to (B)(6) 2014. In (B)(6) 2008, the patient had mirena 52 mg inserted (intra-uterine), releasing product at 20 mcg/24hr continuously. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal,menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 5 months 29 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant). The patient was treated with surgery (iud removed with the uterus through the colpotomy and total laparoscopic hysterectomy using da vinci robot enterolysis). Essure was removed on (B)(6) 2014. Mirena was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the uterine perforation, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter considered uterine perforation to be unrelated to essure. The reporter provided no causality assessment for anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage with mirena. The reporter considered uterine perforation to be related to mirena. The reporter commented: previously reported insertion date was (B)(6) 2013 essure did not worsen a previously existing injury/condition. Insertion details: hysteroscopy done and tubal as located, essure device inserted through port and deployed in tube without incident. Coils visualized. Opposite os located, essure device inserted and deployed without incident __ coils visualized, patient tolerated well. Iud mirena removed prior to surgery. Removal details: the tube was desiccated distal to the essure devices. There was an iud that appeared to have perforated through the uterus, was removed with the uterus through the colpotomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. On (B)(6) 2010: total bilateral occlusion, the fallopian tubes were blocked. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following one was extracted from patient¿s medical records: uterine perforation. Most recent follow-up information incorporated above includes: on 9-aug-2019: pfs received : lot number added. Events per pfs. Abnormal bleeding(vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, pelvic pain. Outcome of the pain was updated. Co-suspect device mirena was added. Events under mirena uterine perforation was added. Patient's medical history was added. A (B)(6) year-old female patient had both levonorgestrel ius (mirena) and fallopian tube occlusion insert (essure) inserted and experienced pelvic pain. At the time of the surgical removal of essure, a uterine perforation associated with mirena was discovered. The reporter considered uterine perforation to be related to mirena, and pelvic pain to be related to essure. Pelvic pain and uterine perforation are listed for both products, according to the mirena and essure reference safety information. Uterine perforation is a known adverse event associated to intrauterine devices. In this case, it was described in association with lng-ius. Therefore, considering mirena safety profile and nature of the event, causality was assessed as related to mirena and unrelated to essure. In this case, it is not clear when the perforation occurred. The intra-uterine location of mirena could have caused the reported pelvic pain. In addition, pelvic pain could also be secondary to the uterine perforation. Therefore, causality between mirena and pelvic pain cannot be excluded (related). Pelvic pain is a frequent adverse event associated with essure. Based on the product safety profile and the intra-fallopian tube location of the devices, company assessed this event as related. Since the patient underwent a hysterectomy to remove essure, pelvic pain was regarded as incident (intervention required). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.